Event description:
It was reported that balloon rupture occured. Vascular access was obtained utilizing antegrade approach. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to popliteal artery. After a non-bsc guide wire was advanced, a 3mmx40mmx146cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.